Event description:
It was reported that the patient experienced erosion with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed and a new aus system was implanted. There were no device malfunctions associated with the explanted device. The patient did not experience further adverse events and was said to be good following the procedure.